Event description:
It was reported that the patient experienced a loss of therapeutic effect following the ins replacement on (B)(6) 2012. There were some impedance issues noted during the replacement. On (B)(6) 2012 a revision was done. The revision was to replace the lead, but during the procedure, it was noticed that the lead came out of the implantable neurostimulator (ins) before the physician loosened the setscrew. Eventually the physician felt he was able to secure the screw tightly and the torque wrench clicked, however, the lead still moved freely out of the header block of the ins. They replaced the ins with a new device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# j0301276v, implanted: 2003-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of this device (B)(4) found that the set screw backed out too far. Set screw backed out too far, forced into tecothane. Small chips of tecothane material have been cut free by set screw. Set screw was still engaged in set screw block threads and tightened properly to lead during testing. Implantable neurostimulator (ins) was tested at the distal end of a known good lead. Stable output was observed on each program as received on an oscilloscope. Each circuit was tested in reference to the #0 electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. Analysis of this device (B)(4) found that the conductor was broken at proximal end. Circuit #1 and circuit #0 conductor wires broken at the connector sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a "screw malfunction" and that the wire would not stay inside the ins. The h ex-screw would not seat properly and appeared to be broken. The patient did not require hospitalization due to the event and patient outcome was noted as no injury. The patient recovered without sequelae.